Manufacturer narrative:
Review of the system data shows that the laser capsulorhexis was completed without issue and laser found to have functioned as designed. Additional surgical intervention was not required.

Event description:
P1008 - n/a issue: on 02/27/2024, while laura brady was on site at (B)(6) she witnessed an anterior capsule tear on procedure (B)(6). When removing the capsulotomy, dr. Stephenson, noticed an incomplete capsulotomy (super nasal). Upon removal, a large tag occurred in the super nasal region. An anterior capsule tear occurred during the phaco portion of the procedure.